Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) alarmed over temperature every 8 to 10 hours. The end user switch off and on the iabp as per "help" and continued to use the unit. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) alarmed over temperature every 8 to 10 hours. The end user switch off and on the iabp as per "help" and continued to use the unit. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The suspected faulty temperature sensor and the scroll compressor were sent to getinge's national repair center (nrc) for evaluation. The temperature sensor was delivered to getinge's research and development for initial testing. Research and development stated that after testing, the thermal resistance of the temperature sensor was in specification and should not be the reason for the over temperature problem. The nrc received the temperature sensor back from research and development and inspected the temperature sensor along with the scroll compressor and no visual damage was observed. The nrc installed the temperature sensor onto the scroll compressor and installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. The nrc used a cardiosave trainer set at 130bpm, normal sinus rhythm, a 40 cc balloon, with two depleted batteries installed. After 3 days and 4 hours, 52 minutes of extended run time the nrc could not verify the failure of over temperature every 8 to 10 hours. The temperature sensor and the scroll compressor passed testing. The scroll compressor and the temperature sensor were retained in the national repair center per procedure.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) alarmed over temperature every 8 to 10 hours. The end user switch off and on the iabp as per "help" and continued to use the unit. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the temperature sensor. The fse performed compressor test and all manifold test which passed. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The suspected faulty compressor and temperature sensor will be returned to our national repair center for failure investigation, and a supplemental report will be submitted upon completion of this investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) alarmed over temperature every 8 to 10 hours. The end user switch off and on the iabp as per "help" and continued to use the unit. There was no harm or injury to patient and no adverse event was reported.